Event description:
The 12mm applied medical trocar, which was placed to the davinci camera port, was noted to have a crack at the upper shaft of the trocar during the surgery. Attempt was made to locate the shattered piece, measuring approximately 0.5 cm x 1 cm, in the pelvic cavity, which was unsuccessful. The plastic fragments were assumed to have fallen down through the lumen into the pt's abdomen.